Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an ankle surgery. Allegedly, the attachment screws snapped off at the thread in the tibial tray while implanting the poly insert. The broken screws were left in the tibial tray in the patient. No additional patient complications were reported.